Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device additional evaluation result. Oekg checked the subject device and found that the reported phenomenon could be duplicated and it was reported that the error was caused by too much contamination (very dusty). Device history record was reviewed and found no irregularity regarding this event. Based upon the information from oekg, omsc concluded that the reported phenomenon was attributed to the dust has accumulated inside the subject device.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the error e103 which indicated the subject device had been broken down was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.